Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: ¿no cartridge detected¿ alarms observed in the history. During testing, the pump performed the ezprime steps with no cs alarms occurring. Moisture corrosion observed behind the display lens. The force sensor calibration reading was found to be out of the required specifications. The pump case was found to be cracked near the bottom and top right corners of the display lens between the case seal and keypad cover. A leak test was performed and pump case leaks were found. The pump case was removed and moisture corrosion was found throughout the inside of the pump the force sensor resistance reading was found to be high. Moisture corrosion observed on the force sensor plate. Unable to duplicate load step malfunction issue during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.